Manufacturer narrative:
(B)(4). Concomitant medical products: 42532006402 - tibial component - 62399711. 42521200416 - articular surface - 62239762. 42502606202 - femoral component - 62194894. The product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent right total knee arthroplasty. Approximately 2 years post implantation, the patient experienced pain, noise, and patella subluxation. The patient was sent for physical therapy and appeared to have been resolved 5 months later. At the patient's 3-year follow up, a 10 degree patellar tilt was still noted and the patient was sent for physical therapy again. At both the 4 and 5-year follow up, there were no significant radiographic findings, good rom, and the patient is satisfied.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available medical records identified the following: ongoing pain due to patellar subluxation; subluxation treated with physical therapy and resolved leaving patient satisfied and without pain. Review of the radiographs identified abnormal alignment at the patellofemoral compartment is described on the review assessment form. Overall fit is normal. Bone quality appears normal. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.